Manufacturer narrative:
The meter serial number was (B)(6) per product labeling for error 6: the test strip was touched or removed during the test. Turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress. Note: for meters with serial number (B)(6) and lower: in rare cases, "error 6" may indicate extremely high coagulation times (> 10 inr, < 5% quick). If "error 6" is displayed repeatedly, please contact your physician without delay. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of "error 6" messages and questionable results from the coaguchek xs meter. The results obtained from the meter were: 2.4 inr, 4.0 inr, and 6.0 inr. All of the tests were taken within four hours. The patient's therapeutic range was not known.